Event description:
The 6f sheath was placed in the right femoral artery and the one way valve at the end was leaking blood. So it was replaced (device from the same lot used) and the second device worked fine. The pt remained stable and did well through the procedure.